Event description:
During swan-ganz catheter insertion, the catheter snapped, leaving a small piece (u3cm) in the left brachiocephalic vein. On another attempt at swan-ganz insertion a knot formed in the catheter. The catheter piece and the knotted catheter were removed in the cardiac cath laboratory on 2/3/97. Tolerated procedure well; without complications.